Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt had shoulder surgery on (B)(6) so they turned stimulation down to 0 before the hospital and when they turned it back on, on (B)(6) it was no longer taking care of their sciatica. The stimulation therapy was operating but it was not taking care of their pain. Before the surgery they had no problems. During call pt had assistance since they were blind and the pt only had one group assigned and it was a which was what they were using. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.